Event description:
A recent download from a female pt revealed several "battery charger fault" flags. These all occurred on the same battery pack. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging correctly was due to a broken white wire on the cells, the white wire connects the cells to the board. The root cause of the broken wire was a manufacturing assembly error of too much solder on this lead. The wire was replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.